Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred while the customer was wearing the pump under damp clothes, on a humid and hot day. There was no reported impact to the customers blood glucose levels. Reportedly, the customer loaded a new cartridge onto the pump. The customer declined further troubleshooting with tandem technical support, and declined a follow-up to determine a possible cause for the altitude alarm.